Manufacturer narrative:
Approximate age of device ¿ 5 years and 4 months. The patient remains on going on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that a driveline fault alarm occurred, confirmed via review of the system controller log file by the manufacturer's technical services. There were no other unusual events seen within the log file. The patient was asymptomatic. The vad coordinator cleared the driveline fault alarm and there were no other alarms. The driveline fault alarms subsequently returned. The system controller was exchanged and the patient was closely monitored. Driveline fault alarms were noted during pump interrogation. The analysis of the log file by the manufacturer's technical services confirmed the reported driveline fault alarms, that appeared to indicate a damaged wire. Submitted x-ray images showed areas of concern internal to the patient that may be the cause of the driveline faults. It was reported that a distal end percutaneous lead (driveline) replacement would be arranged when the patient has decided on the date. No additional information was provided.

Manufacturer narrative:
Section d4: additional information. Section h4: additional information. Section b5: the patient expired on (B)(6) 2019 due to subdural hemorrhage and heartmate ii lvas was not explanted (manufacturer report number (B)(4). Manufacturer investigation conclusion: the report of driveline fault alarms was confirmed through the evaluation of the submitted log files; however, a specific cause could not be conclusively determined. Additionally, analysis of the log files provided by the account confirmed low flow hazard alarms analysis of the submitted log file revealed multiple driveline fault alarms and yellow wrench advisories beginning on (B)(6) 2018 at 12:50 am. The system controller evaluation revealed that the driveline faults appeared to result from an issue with phase 1 (yellow and green). Beginning on (B)(6) 2019 at 1:26 pm, transient low flow hazards alarms were recorded when the flow dropped below the 2.5 lpm threshold. The pump remained above the low-speed limit and appeared to be functioning as intended. On (B)(6) 2019 at 9:42 am, the driveline was disconnected resulting in pump stops and associated alarms. The heartmate ii lvas IFU and patient handbook contain sections on ¿caring for the driveline,¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. The heartmate ii lvas IFU and patient handbook also contains information regarding alarms on the system controller alarms, as well as how to respond to each alarm condition. This IFU also outlines pump parameters, and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, this IFU explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. No further information was provided. The manufacturer is closing the file on this event.